Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the device history records were reviewed as part of investigation (B)(4) and found zero non-conformances on this lot number. Final micro and sterility tests passed. H10 additional narrative: added: g3. Corrected: g2.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  (No code available (3191) is used to capture the device revision or replacement and no information available). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on ad 07 feb 2020 were reviewed on ad 25 feb 2020 by a clinician to identify patient harms/product issues. Doi: (B)(6) 2016. Primary operative notes indicate the patient received bilateral attune primary tkas due to osteoarthritis. This complaint captures the right knee. The left knee is captured on (B)(4). The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Primary part/lot information is provided on page 4 of medical records. Dated 07 feb 2020. The tibial tray and insert were revised on (B)(6) 2019 due to loosening of the tibial tray at the cement to implant interface. There were no revision operative notes provided. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Left knee. Patient information: bmi 37.89.